Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer blood glucose level was 200 mg/dl at the time of incident and then elevated to 430 mg/dl and then 470 mg/dl. Customer stated that they was bleeding on leg where the infusion set was inserted. The customer was treated with insulin pump for high blood glucose. Troubleshooting was declined. The device will not be returned for analysis.